Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a sudden spike to high out-of-range pace impedance measurements greater than 3,000 ohms. In addition, a recent ventricular episode revealed noise with oversensing. As a result, tachy mode was programmed to monitor only. The cardiac resynchronization therapy defibrillator (crt-d) system remains in service. No additional adverse patient effects were reported. Additional information received reported that the right ventricular (rv) defibrillation lead was known to be fractured with device tones/alerts for known out-of-range rv pace impedance measurements. It was noted that there was an alert to check the rv and right atrial (ra) leads. The ra and rv leads remain in service. No adverse patient effects were reported. This report reflects info received by the FDA in the form of a notification per 803.22 (b)(2).